Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed, and the reported allegation of the fiber tip burnt, and excessive usage was not confirmed. However, visual examination of the fiber identified a fiber body break between the input connector and control knob. Also, the connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The break identified could be due to an excessive manipulation or a rough technique during the use of the fiber. The device instructions for use (IFU) instructs the user to not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result and to not bend the fiber at sharp angles. Damage may occur to the fiber. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a procedure, the fiber tip got burned at 170k and the error code 102.9 was displayed indicating excessive usage. The procedure was completed with another fiber without patient complications. After the fiber was analyzed, it was identified a fiber body break between the input connector and control knob.